Manufacturer narrative:
The user facility reported that during the patient procedure the hand control was handed to the anesthesiologist and shortly after the table went into trendelenburg and it appeared the patient was going to slide off the table. No report of injury. The surgical tables are maintained by the user facility. No service activity was found for the reported event. The absence of service activity indicates that there was no service request placed for the reported event. We reviewed our service records and did not identify any requests for service from the user facility related to this event. Steris performed in-service training on multiple occasions before and after the reported event regarding the proper use and operation of the 4085 surgical table. The steris account manager was not made aware during these in-service trainings of an event involving a 4085 surgical table that may have caused an injury or procedural delays or cancellations. The user facility has a total of 41 4085 surgical tables installed at the (B)(6) hospital and clinic accounts. As a serial number was not provided in the medwatch report subject of the reported event, steris is unable to determine or inspect the table for proper operation. The operator manual states (pp. 1-3), "repairs and adjustments to this equipment must be made only by steris or steris-trained service personnel. Maintenance performed by unqualified personnel or installation of unauthorized parts could cause personal injury, result in improper equipment performance, invalidate the warranty, or result in costly damage. Contact steris regarding service options."

Event description:
The user facility reported via (B)(4) that during a patient procedure the surgical table went into trendelenburg without being commanded to do so.